Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that she awoke with slurred speech and sweating due to hypoglycemia. She stated that her daughter tested her with a 73 mg/dl result and called for an ambulance. Reporter stated they arrived an hour after she was tested, obtained a 47 mg/dl result on their device and treated her with a glucose IV. No other actions were reported taken or treatment received. A request was made for the return of the affected product.